Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer the device's first scan gave a value of 69 ml in 1200 and second gave value of 414 in 1200. The customer did not believe the estimated blood loss the device displayed. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer the device's first scan gave a value of 69 ml in 1200 and second gave value of 414 in 1200. The customer did not believe the estimated blood loss the device displayed. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.